Event description:
It was reported that the patient's right knee was revised due to osteolysis. A baseplate and insert were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: device name#triathlon ps x3 tibial insert ; cat#5532-g-513 ; lot#mjt0w5 it cannot be determined which, if any of these device may have caused or contributed to the patient's experience. Device not returned to the manufacturer.